Manufacturer narrative:
Do not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported a patient's right ventricular (rv) lead presented with varying defibrillation impedance. No changes were reported. The patient was stable.

Event description:
New information received notes the right ventricular (rv) lead was capped and replaced in a procedure on (B)(6) 2023. The patient tolerated the procedure well.

Manufacturer narrative:
The reported events of ¿hvli oor high >200 ohms rv-svc¿ and low lead impedance were not confirmed. As received, only the connector portion of the lead was returned for analysis. Visual and x-ray analysis of the returned connector portion found damages consistent with occurring at time of procedure. Electrical testing did not find any indication of a conductor fracture although an internal short was noted due to procedural damage. Additional analysis: visual analysis noted external insulation abrasion breaching the ring electrode cable lumen consistent with friction to the device can near the proximal region of the lead with no damage noted to the etfe cable coating of the ring electrode cables or the inner coil lumen.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2023. The patient tolerated the procedure well.